Manufacturer narrative:
(B)(4). Additional associated products: nonporous stemmed tibial baseplate catalog 630700210; lot 63807733; gender solutions female (gsf) femoral component nonporous catalog: 541401401; lot: 63732999; unknown articular surface; unknown bone cement. Multiple MDR's submitted for associated products. Links below: 0001822565-2019-04531, 0001822565-2019-04539.

Event description:
Patient¿s daughter reported her mother underwent a left total knee arthroplasty. Subsequently, the patient is experiencing pain, loosening and is 'tilted'. The patient has been indicated for a revision. A revision date has not been reported.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Device investigation completed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. These products were likely conforming when they left zimmer biomet control. A definitive root cause cannot be determined. This complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR's submitted for associated products. Links below: 0001822565-2019-04539-1, 0001822565-2019-04531-1.